Event description:
It was reported that the console has reduced power efficiency. The system was rebooted but the issue persisted. There was no patient involved.

Manufacturer narrative:
The console was not returned for analysis. However, the console serviced onsite at the customers facility. During inspection, a spot was found on the rod in the first cavity. The brick assembly in the first cavity was replaced. Near and far alignments were completed, and the issue was resolved. The console was within specifications, and the console was functioning as intended. Therefore, the reported event was confirmed.

Event description:
It was reported that the console has reduced power efficiency. The system was rebooted but the issue persisted. There was no patient involved.